Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the rear weld broke on upper rear part of the frame where the rear flip back bracket attaches.